Event description:
Rep reported that a shunt revision was performed and the valve was found to have a crack in it.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. During the investigation, it was noted that the position of the cam was not visable due to the amount of biological debris covering the cam. It was also noted that the silicone housing was split and the cause of the split could not be determined. It is not possible to determine if the device came in contact with a sharp instrument during the implant or explants of the device. Enhancements to the device mold housing were implemented in october 2007, which was designed to add a wall thickness to the silicone. This type of enhancement should reduce these types of complaints. It was noted that this device was manufactured prior to this enhancement. A review of the device history records confirmed this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.